Event description:
It was reported that after a procedure, the index handle just wouldn't lock correctly. Procedure was successfully completed with the same device. No delay and no patient injuries were reported.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection noted no issues. A functional evaluation revealed the indexing handle was loose. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include an impact or over-tightening event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions.